Manufacturer narrative:
H.6. Investigation: the complaint of "false negative" results was reported against the bd max instrument catalog number 441916, serial number (B)(6). The customer reported that they received a false negative result on the sars-cov-2 assay. A known covid-positive patient sample was being tested on lane b8 (pump 4) and yielded the expected positive result. Sample from the same patient was run twice on lane a10 and yielded the (false) negative results both times. The sample then was tested on a different platform and yielded the expected positive result. Sample from the same patient was tested a week later, on the bd max on lane a12 and yielded the expected positive result. Sample was then run on lane b10 and yielded the (false) negative result as well. Sample was again repeated on a different platform and resulted in positive. Sample was run on b12 on the max and yielded the expected positive result. Positive quality control was run on lane b10 and yielded an unr and was also run on b12 and yielded the expected positive result. A positive control was performed again on lane b10, b11, and b12. B10 yielded unr, b11 and b12 both yielded the positive result. A different type of positive control was run in may 2021 on positions a10, b10 and b11. Both positions a10 and b10 gave a positive result but with higher CT values than expected. B11 yielded the expected positive. Based on the array of testing and the repeated failures aligned to pump #2, a qualification test was run for the instrument on lanes that work in conjunction with pump #2. Qualification testing showed reader saturation warning on side a and ic no amp errors on side b. All positions that use pump #2 were blocked. Another sample of positive qc was run and resulted in (false) negative for lanes a1 and a5 (pointing to pump #1 issue), unr on lane a10, high CT value on lane a6, with all other lanes yielding expected positive results. Field service was dispatched. Field service replaced pump #1 and pump #2. Customer ran qc sample 3 times and all passed. Positive control sample was run with all positive results. Instrument was returned to the customer fully functional. Parts were returned to bd for investigation. Running of hysteresis test at manufacturing plant yielded low hysteresis, meaning that the pumps were taking less steps to aspirate and dispense the required volume. Discussion with operations and r&d determined that since hysteresis is not high, this indicates that there is no pump performance issue. Leakage was not noted at the nozzle. Ruling those causes indicates a tubing condition or fit issue. With tubing failure, the volume of liquid dispense is low which affects the concentration of the master mix. In regards to reader saturation warning, low volume affects the concentration of rnasep resulting in very high fluorescence. With respect to b side ic no amp, low volume also means there is not enough liquid to rehydrate the master mix, therefore there is no detection of the internal control. Lastly for the false negative, the concentration of the rnasep is high due to low volume dispense, but with the low volume dispense, the target will also be lowered, resulting in the false negative. The false negative is confirmed to be an instrument issue based on this investigation. This issue is taken into consideration through bd risk management files. These files take this type of issue as high severity and risk mitigation are put into place. The mitigations include tight tolerance around the nozzles, improved accuracy and precision of pump design, the use of liquid level sensors, and internal controls during testing to ensure proper function of aspiration/dispense sequences. Analysis of trend data presents that the occurrence of false negative results are statistically in control. No new trends, risks, or hazards were identified with this complaint. Bd quality will continue to closely monitor for trends with associated problems. H3 other text : see h.10.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified. The following information was provided by the initial reporter: " false positive on a10, b10".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified the following information was provided by the initial reporter: "false positive on a10, b10".